Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow-up report will be sent when additional info becomes available.

Event description:
The device was returned to the MFR for reported premature battery depletion. Info provided with the explanted product shows that in 2006 the hcp was unable to interrogate the r-chest generator with the physician programmer. The pt presented with return of symptoms and the r-chest generator was deemed sudden end-of-service, the date of onset for the reported event. The hcp provided a history of the r-generator with the returned device. Bilateral generator placement occurred in 2004. In 2006, after approx 23 months implant duration the pt experienced a "sudden" return of tremor and pd symptoms. The pt presented for follow-up and couldn't identify environmental influences or unusual activities during the days prior to the reported event. The physician indicated they attempted reprogramming the unit for symptoms of right upper extremity tremor and minor continual dystonic posturing of the hand but was unsuccessful and the generator was set to previous/admission settings. The device was replaced and sent to the MFR for evaluation; product info received included a history of impedance, current and voltage readings taken since implant. The hcp reported that thus far the pt returned to baseline status. The physician also reported that battery info obtained gave no indication of impending end-of-service.